Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during the implant procedure, stylet could not be inserted into the lead due to the fracture on the lead. The cause of lead fracture was unknown. It was suspected that the thrombi attached to the glove of the physician caused the friction which avoided smooth insertion of stylet into the lead. The lead was replaced, and procedure was completed successfully. The patient did not experience any adverse consequences.